Event description:
And endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aorta aneurysm approx one month ago. The aneurysm size was not reported. Vessel morphology was reported as there was severe tortuosity and moderate calcification in the iliac arteries. The first bifurcated stent graft that was selected for this pt had an imperfection on the tip of the catheter; there were two protruding areas on opposite sides of the tip. (Re MFR 953200-2011-01799) the physician elected not to use the device. The second bifurcated stent graft selected had smaller imperfections as the first device but the physician elected to implant the device (ref MFR 2953200-2011-01800) it was reported the angiogram revealed a type IV endoleak, which was not treated. The angiograph also revealed that the contralateral iliac limb was kinked and was occluding blood flow, due to the tortuous anatomy. (Ref MFR 2953200-2011-01801) the physician elected to implant an aneurx iliac extension limb and the kink was resolved and the blood flow was restored. No additional clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (occlusion). Results/conclusion: severe tortuosity and moderate calcification.